Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Reporter reported the er1 message on an unaffected meter. Reporter stated she had received the er1 message "a few times" when she first got the meter but suspects her technique may have been at fault. Reporter did not compare with the color chart. Reporter retested successfully each time.